Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and alarmed battery out limit. The customer did not know the blood glucose reading. He stated that the insulin pump would not rewind or do anything. He stated that the insulin pump first alerted low battery, and after he changed the battery, nothing happened. He stated that the insulin pump seemed to be locked or stuck and would not do anything. The customer did not observe any significant events leading to the keypad issues. He stated that the insulin pump had been dropped before some time ago but not recently. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. No unexpected frozen/locked screen anomalies were noted; the insulin pump's time advanced properly. The insulin pump passed the displacement test and off no power test. The operating currents were in specifications. The insulin pump was received with intermittent button response on the esc button due to corroded keypad traces. The insulin pump was also received with a cracked liquid crystal display window, cracked case at the liquid crystal display window corner, broken reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.